Event description:
A customer reported being unable to obtain sensor scans while using the freestyle librelink app. As a result, the customer experienced dizziness and weakness and was unable to self-treat, requiring treatment of oral glucose from a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to obtain sensor scans while using the freestyle librelink app in use with android/ios. As a result, the customer experienced dizziness and weakness and was unable to self-treat, requiring treatment of oral glucose from a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported that the freestyle libre 2 sensor could not be scanned using multiple devices, and that location permissions and an internet connection were required in order to scan. Per the user manual for the freestyle librelink app in use with android/ ios, location permissions are required in order for the app to connect with the sensor and receive alarms. In order to use both the app and reader, the sensor must be started with the reader. Alarms will only be available on the device used to start the sensor. A network connection is required for application setup, using libreview and sharing data with other apps, and is not required in order to scan a sensor. Extended investigation has been performed for the reported complaint and there was no indication that the application did not meet specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The app version and software were not provided. Extended investigation has been performed for the reported complaint and there was no indication that the app did not meet specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to obtain sensor scans while using the freestyle librelink app. As a result, the customer experienced dizziness and weakness and was unable to self-treat, requiring treatment of oral glucose from a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.